Manufacturer narrative:
(B)(4). Batch #: 438a26. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the staple height selector lose, the right bearing missing with the left present and a reload loaded. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. During the visual inspection, the anvil shroud showed three locks damaged: since the metal body anvil was noted to be partially gotten up. These parts support the metal body anvil to shroud to that it does not have movement. This condition most likely caused the missing bearing and the staple height selector damaged. Due to the condition of the device no functional test was performed. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Based on the condition of damages observed in the device the missing bearing was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a re colon surgery, the stapler didn¿t fire. No patient consequences were reported.